Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. A data investigation will not be performed as signal loss up to one hour is within specification.the complaint confirmation could not be determined. No root cause analysis was performed.